Manufacturer narrative:
Approximate age of device ¿ 10 months.  The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient's lvad system was indicating consistent low flow alarms. The patient remained stable. The manufacturer's technical services reviewed the submitted log files, and low flow alarms were confirmed. The clinician reported that increasing the pump speed showed an improvement in alarms. A right heart catheterization showed elevated filling pressures. The patient was placed on milrinone and also aggressively diuresed. The low flow alarms reoccurred on (B)(6) 2018 and a second log file analyzed by manufacturer's technical services the alarms. On (B)(6) 2018, the patient received a pump exchange due to proximal clockwise rotation (25%) of the outflow graft that was causing a narrowing position. Upon device explant, a pannus formation was visually observed along the graft. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the submitted log files confirmed frequent low flow hazard alarms; however, a direct correlation between this finding and the device could not be conclusively established. The reported outflow graft twist could not be confirmed through this evaluation as the device was not returned for evaluation. It should be noted that if the reported outflow graft twist was present at the time of the low flow hazard alarms, it could have contributed to the low flow condition. The submitted log files contained data from 05:07:12 through 10:42:57 on (B)(6) 2018 and from (B)(6) 2018 at 09:31:16 through (B)(6) 2018 at 07:54:00. Nearly constant low flow hazard alarms were captured in both of these files. Estimated flow ranged from 2.2-2.4 lpm for all low flow events. The pump speed remained above the low speed limit for the duration of the files and no additional atypical alarms were captured. Multiple product return requests were sent to the account; however, no additional information has been provided and the device has not been returned. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.